Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm). The pst attached the epgs to oxygen and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period. Calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.80 volts which is within the specification of 0.55-2.758 volts. The pst calibrated the epgs 12 times with no failure of the epgs to calibrate. During log analysis in the lab, he found an o2 mechanical error in the logs, "cal error" blender mechanical range 17. The pst turned the o2 knob by hand and found that the first 1/4 turn of the knob was unusually stiff. As per log analysis, on 29-jul-2015, each time calibration is attempted it fails. The failure is "blender mechanical range (304 to 310). The expected range should be 353 + or - 30 (323 to 383). This indicates the gas system could not move the fio2 knob the full range. This can be caused by a binding fio2 knob. This also will cause the gas system to be knob adjust only preventing the ccm sliders for the gas system from working. Calibration is also attempted with the fio2 binding, and it caused calibration to fail with "calibration failed: blender mechanical range 17 (the amount moved 304 to 310 in this case). In the perfusion screen this causes the event calibration failed with a code of 17 and the movement detected. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded the user facility¿s biomedical engineer (biomed) replaced the epgs.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) was not calibrating. The device was not changed out, as they were able to control the epgs from the local knob. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.